Event description:
Customer reported a malfunction code on the mobi pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in resetting it. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code recurs, and they acknowledged and understood the instructions.